Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found that the alarm has power, however, the nurse call connection is intermittent when the cable is wiggled. (B)(4).

Event description:
The customer reported that the alarm has power but an intermittent alarm tone when pressure is off the pad. The customer tested the alarm with new batteries and a new sensor pad, there was no other damage noted on the alarm. There was no pt contact.